Event description:
On (B)(6) 2013 the reporter contacted lifescan (lfs) in (B)(4) alleging the meter was having a meter casing issue with the test strip port. There was no indication that the lfs product caused or contributed to a adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting done by the customer care advocate (cca).

Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (07/12/2013)-product evaluation: the subject meter was returned on 06/12/2013 and analysis completed on 07/09/2013 by lifescan product analysis with the following findings: the reported test strip meter casing issue was reproducible in the laboratory. An attempt to insert a test strip through the port was performed but was unable to insert. The strip gets stuck due to crack/blockage inside the spc housing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.